Manufacturer narrative:
During the requested site visit, the field service engineer (fse) replaced the main power supply. The fse noted that when replacing the main power supply (part number a-30103383-02) there was a loud popping noise heard and the power supply was noted to be burned and the fuses of the electrical cabinet blown. The main power supply (part number a-30103383-02) was replaced again which resolved the issue. Return testing was not completed as returns were not available. The alinity ci series operations manual contains adequate information for troubleshooting the observed issue. The alinity I service documentation contains adequate information for the troubleshooting, removal, and replacement of the part. A review of the ainity I processing module, serial number (B)(6) service history, revealed no additional issues of smoke or popping noise from the part replaced. A 12-month review did not identify any trends for the part replaced. A search for nonconformances was performed and there were none identified for the main power supply. The current alinity product monitoring review found no trends of the main power supply with regards to the current issue. The 2021 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke and popping noise observed was limited to the main power supply (part number a-30103383-02); the smoke and popping noise did not spread to other parts of the module. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) or the main power supply (part number a-30103383-02), was identified. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported on 26apr2021 after restarting the alinity I processing module they observed smoke at the back of the unit. The power supply was replaced on (B)(6) 2021 but then on (B)(6) 2021 the power supply burned out again and the fuses in the electrical cabinet blew, so the module was disconnected. There was no visible smoke or fire on (B)(6) 2021. There was no reported impact to patient management, user safety, or facility damage.